Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient reported that they are not able to charge the recharger. Patient stated that the light keeps blinking really fast like it is not charging. Patient added that they have tried keeping the recharger on the dock but the recharger is still not charging and the light is still blinking fast. Agent walked caller through resetting the recharging device on and off the dock. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Patient cannot provide the name of their hcp because according to the patient, they haven't seen their hcp for a long time.